Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the device was damaged. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was leaking in two places. There was no report of patient harm. The device was returned, evaluated, and foreign objects were found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the bending section cover and a scratch on switch#1. In addition to the foreign objects found in the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the nozzle and the bending tube were deformed; the light guide lens was chipped; the paint on the suction cylinder and air/water cylinder was peeled; the control unit was dirty due to water leakage; the water removal ability and water supply volume did not meet the standard value due to clogging of the nozzle; the air supply volume did not meet the standard value due to clogging of the nozzle; the universal cord had a wrinkle and a dent; the electrical connector was discolored due to water leakage; and there was a partially dark area on the image due to a scratch on the objective lens. Lastly, there were scratches on the following parts: the forceps elevator lever, the right/left knob, the forceps elevator knob, the upward/downward knob, the image guide protector, the switch box, the scope cover, the universal cord, the grip, the suction connector, the control unit, the plastic distal end cover, the connecting tube, the protector of the universal cord on the control section side and the suction connector side, and the scope connector cover. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. It is unknown if there was delay in the start of the precleaning or any abnormalities in the accessories used for reprocessing. It is also unknown if the customer flushed the air/water nozzle with water and air or wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. Lastly, it is unknown if the customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.